Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or about (B)(6) 2026, the reporter observed that the patient appeared weak and critically ill; however, no specific diagnosis or underlying condition was disclosed. Due to the patient¿s condition, the reporter contacted emergency medical services (911). The patient declined transport to a hospital. The reporter indicated that the patient¿s weakness was believed to be associated with the absence of continuous glucose monitor (cgm) readings, as the dexcom sensor was displaying a ¿sensor failed¿ error message at the time of the event. No additional details regarding the patient¿s symptoms, blood glucose values, or medical evaluation were provided, as the reporter declined to share further information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.